Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported pulse oximeters from the pediatric emergency department take a long time to detect spo2 and sometimes the accuracy of the readings is not reliable. No consequences or impact to patient were reported.